Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 700 mg/dl and 10 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. The freestyle freedom meter is not capable of receiving values greater than 500 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.